Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a blood back issue. After treatment a puncture was noted in the intra-aortic balloon (iab). No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The iabp inspected the unit and wasn't able to find blood in any part of the system. Blood only in balloon. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).